Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient implanted with a left ventricular assist device at high setting which in resulted in significant unloading of the left ventricle. The patient possibly had a reduced pulmonary artery pulsatility in secondary to significant left ventricular unloading, which in turn affects the right ventricle and pulmonary artery, which in turn was preventing signal acquisition.

Manufacturer narrative:
Section a2: age: correction section a4: weight: correction section h1: type of reportable event: correction section h6: medical device problem code: correction. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was no concern of right ventricle dysfunction and no reason to change settings.

Manufacturer narrative:
Section d3: manufacturer information: corrected, section d4: model number and catalog number: corrected, section g1: contact office (and manufacturing site for devices): corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ provides recommendations on determining optimal fixed speed that will provide the desire level of cardiac support for each patient. No further information was provided. The manufacturer is closing the file on this event.